Manufacturer narrative:
Physio-control evaluated the customer's device and downloaded the device electronic lots. The reported issue could not be duplicated, but during initial evaluation, the issue was verified during review of electronic logs and determined that the cause of the issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time so a substitute device was provided to the customer.

Event description:
It was reported, lifepak 15 device, "unexpected power down." In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient involvement associated to this event.